Event description:
The customer reported the probe of the ortho provue analyzer was bent while processing and the probe handler was not descending. The customer noticed dripping of fluid into the reagents, resulting in contamination. The customer indicated that no error messages were posted at the time of the incident. The customer discontinued the use of the analyzer and discarded the reagents on board. The customer indicated that the samples would be tested on an alternate provue. No erroneous results were reported. Probe drip can lead to dilution or contamination of reagents/samples and erroneous test results.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the site, installed mods 24, 25, 27p and performed preventative maintenance. All provue diagnostics passed without error. The customer accepted all controls. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).